Event description:
It was reported that the customer was hospitalized due to high blood glucose levels of over 400 mg/dl. The customer stated that their actual blood glucose levels and the blood glucose readings on the insulin pump did not match for 3-4 weeks. At the time of the call, the customer's blood glucose was 101 mg/dl, which had been treated with 11.0 units of bolus delivery. While in the emergency room for bowel movement issues, it was discovered that the customer had high blood glucose, and was treated for it with insulin. The customer was wearing the insulin pump at the time of the emergency room visit. Troubleshooting was performed. The customer removed the reservoir from the insulin pump, while still connected to the device, and reinserted the reservoir before being told to do so. The device tested within specification. It passed the high pressure test. There was a low reservoir alert in the alarm history. The cannula was slightly bent. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).